Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an ventral abdominal hernia. It was reported that after implant, the patient experienced seroma, adhesions to small intestine and bowel, open draining wound, infection, frozen abdomen, scarring, erythema, nonhealing wound, scar tissue, purulent fluid. Post-operative patient treatment included abdominal wall reconstruction, surgery to remove mesh, wound exploration, abdominal wall debridement, closure of dead space, wound vac, lysis of adhesions, component separation, hernia repair with mesh, partial mesh removal.

Manufacturer narrative:
Additional info: a4, b5, b7, d8, e1 (street 1, city, region, postal code), g1, h4, h6 (patient codes, ime e2402: frozen abdomen). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced seroma, adhesions to small intestine and bowel, open draining wound, infection, frozen abdomen and scarring. Post-operative patient treatment included abdominal wall reconstruction and surgery to remove mesh.